Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a periprosthetic total hip that was implanted several years ago. The patient underwent a revision surgery on (B)(6) 2018 due to distal femur fracture right below the stem of a non-synthes device. During the revision procedure, the cable tensioner with pistol grip would not retain the provisional tensioning device. Several different provisional tensioning devices were tried and none of the devices worked with the cable tensioning device with pistol grip. A condylar plate was added to overlap the fracture. The surgeon held onto to the top of the cable tensioning device with pistol grip to complete all of the tensioning. Three cables with crimp were used to go around the proximal and femoral stem as a screw could not be placed. The surgeon was able to implant the plate and all three cables. The procedure was completed successfully with a two-minute surgical delay. Patient outcome is unknown. Concomitant device/s reported: provisional tensioning device (part: 391.884, lot: unknown, quantity: 1); 1.7mm cable with crimp 750mm - sterile ((part: 298.801.01s, lot: unknown, quantity: 3). This report is for a cable tensioner with pistol grip. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that the tension spring was missing inside the tip of the cable tensioner with pistol grip which explained why the provisional tensioning device would not retain.

Manufacturer narrative:
Additional narrative: additional information received. A device history record (DHR) review was conducted for part number: 03.221.015, synthes lot number: p092556, supplier lot number: p092556: release to warehouse date: 22-apr-2011: supplier: pioneer surgical technology: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Service & repair evaluation: description the customer reported the tensioner would not retain the tensioning device. The repair technician reported the device passed initial inspection but needed to be forwarded to the vendor for additional inspection. The cause of the issue is unknown. The device was sent to the vendor for repair on 28-aug-2018. The vendor reported the tensioner failed the tensioning test, required lubrication on the internal spring, and needed a new spring installed in the nose piece. The vendor repaired the device per the vendor work instructions. The device will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. ¿the device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient status was reported as stable.